Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported adverse impact to the customer's blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial medwatch reported that the pump battery was depleting quickly which resulted in shutdown. However, upon further clarification it was determined that the battery was depleting at an acceptable rate and there was no product malfunction. Therefore, this event does not represent a reportable product problem. H6: remove device code 2885.